Event description:
It is reported that the 4.3mm cannulated drill bit broke during the use in a surgery. It is also reported that the surgeon could not remove the broken piece.

Manufacturer narrative:
The manufacturer did not yet receive the device, but it is expected that the drill will be returned to manufacturer for investigation. The device history records were reviewed and found to be conforming. As soon as investigation results are available, an amended medical device report will be submitted. (B)(4).